Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing; however, the device was put through extensive testing without duplicating the report. The customer declined the recommended repair of the device. The device was returned and labeled as not for clinical use. Analysis of reports of this type has not identified an increase in trend.